Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the left ventricular (lv) lead during implant. It was also noted there were multiple attempts made, with two different guidewires, to pass a guidewire through the lead. A new lv lead was used and implanted. No patient complications have been reported as a result of this event.